Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the device was hooked up to the lead successfully once but after reposition of the lead there was a mechanical malfunction with the set screw mechanism. The set screw mechanism could not be engaged by the wrench and would not secure the lead. It was noted that two wrenches were tried. The device was not used and different device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.